Event description:
During an in clinic follow up, diagnostic imaging was performed and a right atrial (ra) lead dislodgement was noted. The ra was capped and a new ra lead was placed to resolve the event. The patient was stable.